Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy calcification and heavy tortuosity. A 3.5 x 48mm xience skypoint stent delivery system (sds) was advancing to the target lesion; however, the stent failed to cross due to anatomical challenges. Therefore, sds was removed and resistance was noted during removal due to anatomical challenges. The stent edge was observed to be flared. Therefore, a non-abbott stent was used to complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.